Event description:
An hcp reported that a patient's results on the a1cnow system were 8.0 and 7.4%. The reading from the lab was 5.2%. The differences between the tests could be clinically significant. No adverse events were alleged. The kit is expected to be returned for evaluation.

Manufacturer narrative:
Patient information was not provided.